Event description:
Report received from pt's spouse reported that pt had stimulator implanted in 1992 and it "failed within a yr" (no date provided.) Pt was exiting a drug store (no date provided) when the anti-theft device interered with the device signals and caused extreme pain. The implant was turned off. Now in 2000, spouse is requesting info on the effects of the failed implant and states the pt did not receive warnings regarding dangers of theft control devices causing shocking and pain. Spouse also states that the pt manual (provided with every device) in spouse's possession provides info regarding this risk. According to manufacturer's records pt had another stimulator implanted in 1993. Implanting hcp was consulted and stated that the 1993 implant was explanted within one month due to infection. Pt was last seen by implanting hcp in march 1995. The pt sought to have a replacement of the 1993 device. This request was denied due to the fact the pt was receiving high doses of narcotic drugs and would need to reduce use of these medications before the implant would be attempted. Pt has not been seen by the implanting hcp since this visit. No details of the "shocking" event provided by hcp. Present provider of care not known.